Manufacturer narrative:
(B)(4)

Event description:
During a three level cervical ablation procedure, a patient burn occurred. The grounding pad was placed with no skin preparation on the right flank of a non-hairy patient and three lesions were performed. Following the procedure, the grounding pad was removed, revealing three distinct third degree burns at the site. Bacitracin was applied and the burn was covered with a sterile dressing. The patient then followed up at the emergency room for further treatment. There were no alarms or performance issues noted during the procedure.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the device functioned as intended during a simulated lesion test with no functional anomalies noted. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported patient burn remains unknown.